Event description:
Reverse total shoulder arthroplasty completed on (B)(6) 2022. Patient had continued pain and the glenosphere was determined to be loose. Revision of total shoulder arthroplasty completed on (B)(6) 2023 and 2 screws were found to be broken. The first broken screw is the central screw in the glenosphere. Reference report: mw5118004.